Event description:
The patient had the surgery in 2004 and went through rehabilitation without any problems. Twenty-nine days later, it was found that the lag screw was out of position. Patient was revised with a hip stem.